Event description:
Piece of biopsy forceps came off instrument and lodged in pt's brain or soft tissue and was not retrieved. Upon follow up the risk mgr, we learned that the doctor did, in fact, retrieve the broken piece during same procedure. In 2006, MRI was performed and came back negative. MRI also confirmed there was no adverse effect on pt due to breakage. Original procedure completed with no adverse effect on pt; pt condition post-op and later when he returned for suture removal was fine.